Event description:
The complainant reported that during service and repair activities, an automated impella controller (aic) underwent preventive maintenance. The console failed the optical bench gain test, with a measured gain value of 2.30, which was outside the acceptable specification of less than 2.20. The optical bench was identified as the contributing component and was replaced. Following replacement, the gain value measured 1.41, which met the specified acceptance criteria. The console additionally failed the purge pressure sensor display portion of the preventive maintenance procedure. The console displayed a pressure of 88 pounds per square inch when tested at 100 pounds per square inch, which was below the specified acceptable range of 90 to 125 pounds per square inch. The purge pressure sensor was replaced. Following replacement, the console displayed a pressure of 104 pounds per square inch at a test setting of 100 pounds per square inch, which met the specified acceptance criteria. During inspection, a crack was identified in the purge disc housing, which was replaced. Preventive maintenance was completed with no further issues, and the controller was reported to be functioning as expected. The issues were identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.